Event description:
The customer reported that the pump battery would not charge, despite attempts with different wall adapters and cables. There was no adverse impact to the customer¿s blood glucose level. The outcome involved customer technical support (cts) deciding to replace the pump, as it was under warranty. The customer planned to use a backup insulin pump to ensure uninterrupted insulin delivery.